Manufacturer narrative:
The patient's weight has been estimated. The serial number of the mpu has been requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage advisories followed by no external power alarms on (B)(6) 2021. The alarm was not noted on the history review of the system monitor, but on the controller. The patient reported being on ac power at the time of the alarm. The periodic log file recorded data on (B)(6) 2021, however it appeared the alarms occurred outside the record interval. The event log file recorded the most recent 256 events, which occurred on (B)(6) 2021. According to the log file, the patient was utilizing the mobile power unit (mpu). The low voltage / no external power alarms may have been caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted controller periodic log file. The periodic log file contained approximately 10.5 days of data (07feb2021 ¿ 18feb2021 per the timestamp). The log file captured an increase in the backup battery use count from 138 on 17feb2021 at 19:50:51 to 140 on 17feb2021 at 20:50:50; this indicates that two losses of external power had occurred between these timestamps, resulting in the backup battery activating to supply power to the system. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarms activated and resolved cannot be determined as the events were not captured. Furthermore, the sequence of events to leading to the alarm activating and to resolving cannot be determined. The log file did not capture any drops in the pump speed below the low speed limit. The submitted event log file contained approximately 17 hours of data (22:18:08 on 17feb2021 ¿ 14:07:48 on 18feb2021 per the timestamp). The event log file did not capture the losses of external power due to the events being overwritten by newer data. No notable alarms were active in the event log file, and the pump maintained a speed above the low speed limit throughout the log file. A request for additional information was made to determine if the cause of the driveline disconnect, no external power, and low flows was identified. The account responded that there seems to have been an accidental disconnection and the power module was not plugged into the wall; however, the account did not specifically state if the "accidental disconnection" was related to the driveline disconnect, no external power, or both. Multiple requests for additional information were made to determine if the patient was connected to a power source when the no external power alarm occurred or if both power cables were disconnected, and what power source they were connected to if they were connected to a power source; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The reported driveline disconnect and low flows are addressed via the pump investigation (manufacturer report number 2916596-2021-01121). Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, low flow hazard, and driveline disconnected alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. C) and heartmate 3 patient handbook (rev. C), under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 IFU (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ inform the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop¿. Heartmate 3 patient handbook (rev. C) and heartmate 3 IFU (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 12may2020. No further information was provided. The manufacturer is closing the file on this event.